Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and unknown model right ventricular (rv) lead is suspected of inducing a ventricular fibrillation (vf) arrhythmia episode which was terminated with a 41j shock. The device data was reviewed by technical services they were not able to confirm the biv feature triggered the event. Device programming changes were recommended including disabling the biv feature. The device remains in service. No adverse patient effects were reported.